Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown rigidfix cross pin. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: arsi harilainen et al. 2016, "a prospective comparison of 3 hamstring acl fixation devices¿rigidfix, bioscrew, and intrafix¿randomized into 4 groups with 2 years of follow-up", the american journal of sports medicine, vol. 37, no. 4, page no 699-706, finland. The study emphasizes on comparing hamstring tendon acl reconstruction when the fixation method was randomized into 4 groups using rigidfix crosspin (depuy mitek) in the femur and intrafix expansion sheath and a tapered expansion screw in the tibia compared to conventional interference screw fixation technique (bioscrew) and to report the results 1 and 2 years after surgery. The patients evaluated on course of this study: a total of 120 patients were randomized into 4 different groups (30 each) for anterior cruciate ligament reconstruction with hamstring tendons. Each group is assigned based on the choice of graft fixation device. Group I - femoral rigidfix cross-pins and a tibial expansion sheath and a tapered expansion screw (intrafix) group ii - rigidfix femoral and bioscrew interference screw tibial fixation, group iii - bioscrew femoral and intrafix tibial fixation group IV - bioscrew fixation into both tunnels both fresh and chronic (less than 5 years old) unilateral acl tears in female or male patients with an age range of 18 to 50 years with/ without uncomplicated meniscal lesion and minor chondral damage were allowed to participate into the study. Concomitant grade ii to iii collateral or posterior cruciate ligament tears and peripherally detached meniscal tears to be repaired as well as severe outerbridge 3 to 4 chondral damage and arthrosis of the knee also excluded the case. The article describes the following procedure: after diagnostic arthroscopy and minor menisci procedures were completed, the hamstring tendons were harvested for acl reconstruction. The grafts with a diameter from 7 mm to 10 mm were individually prepared for the specific fixation method determined by the randomization group. The devices involved were: intrafix which consists of an expansion sheath made from high-density polyethylene and a tapered expansion screw was used for tibial fixation. Bioscrew (bioabsorbable interference screw made of l-lactic acid) was used for femoral and/ or tibial fixation. A suture was used for whipstitching of doubled limbs of the semitendinosus and gracilis tendons together. The patients were followed-up for 2 years post-operatively. Complications mentioned in the article were: 3 patients had undergone revision acl surgery due to a new injury disrupting the graft in 2 cases (1 in rigidfix/intrafix group and 1 in bioscrew/ bioscrew group) and 1 for a graft failure (bioscrew/bioscrew). At the 2-year follow-up, 3 obvious failures were noted in the rigidfix/intrafix (n=2) and rigidfix/bioscrew (n=1) groups. In addition to the 3 revision acl reconstructions, 7 cases of surgery in which no injury had been present at the time of acl surgery were reported during the 2-year follow-up period. The patients had undergone to surgery for various reasons such as to remove intrafix device (n=1), to remove broken bioscrew (n=1), medial meniscus resections due to new injury (n=2), femoral condyle lesion (n=1), partial peripheral medial meniscal detachment (n=1) and cyclops lesion in addition a bucket-handle medial meniscus tear (n=1). Two infections were noted, of which one was noticed in bioscrew/bioscrew group and the other one which was at the tibial entry site was found in bioscrew/intrafix group led to slightly unstable knee. A patient with deep-vein thrombosis was diagnosed in bioscrew/intrafix group with uneventful recovery after thrombolytic treatment. One perioperative technical complication, a broken screw guide wire was noted in the postoperative radiograph in bioscrew/intrafix group. It was removed arthroscopically the next day. In one case (bioscrew/bioscrew group) a hematoma in the harvest site was evacuated the first postoperative day. These complications did not affect the outcome. Two patients were also found postoperatively with contralateral acl injury noted 6 months after surgery (group iii) and detached lateral meniscus. These cases were considered as protocol violations not complications, as such injuries were listed in exclusion criteria of study. From the review of the article, it could be concluded that intrafix (depuy mitek), rigidfix cross-pin, mitek tensioning device (intrafix fixation) could be involved in revision surgery, infection, contralateral injuries and meniscal injuries.